Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician noticed the sheath was leaking from the hub during a procedure when a 9fr inter cardiac echo probe was inserted into the sheath. The event had no effect on the patient. Another 9fr device was used and the case completed normally. It was reported that there was not a lot of blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.